Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was an error and sparks coming out.

Manufacturer narrative:
Alleged failure: error sparks coming out. Additional information: the sparks actually started flying out prior to the procedure when the crossfire was initially plugged in. It was from the area where the cord plugged into the box. Since we caught it prior to the case there was no patient or case involvement. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The root cause is the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was an error and sparks coming out.